Event description:
It was reported that during a coil embolization procedure, resistance was encountered when advancing the third coil and it would not fit in the aneurysm. After several positioning attempts, the physician withdrew the coil experiencing slight resistance when re-sheathing it. Once the coil was removed from the patient, the physician inspected the coil in saline water and observed that the coil was broken. The procedure was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was stretched, broken/fractured and the main coil suture was damaged (melted). Functional testing could not be performed due to the condition of the returned device. It is likely that the primary cause of the reported event was due to the suture issue identified during analysis. While the manufacturing records did not reveal that the device failed to meet specifications, the damage to the main coil suture is indicative of a manufacturing defect which likely contributed to the reported event and damages observed during analysis. Therefore, an assignable cause of manufacturing was assigned to this event. Based on the information available and analysis results, the reported event was confirmed and the manufacturer continues to investigate the matter.

Event description:
It was reported that during a coil embolization procedure, resistance was encountered when advancing the third coil and it would not fit in the aneurysm. After several positioning attempts, the physician withdrew the coil experiencing slight resistance when re-sheathing it. Once the coil was removed from the patient, the physician inspected the coil in saline water and observed that the coil was broken. The procedure was successfully completed without clinical consequences to the patient.